Event description:
It was reported that a patient underwent a robotic assisted myomectomy procedure on (B)(6) 2012. The tissue was calcified with eleven fibroids. During the procedure, the handpiece was jamming. It advanced very slowly, it was not cutting well, it made a clicking noise and the blade rotated on and off. Another like device was used with no adverse patient consequences.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was received with a cracked blade guard selector knob. Functional tests involving the main housing could not be performed. Note that the relative rotation between drive tube and inner and outer sheath was not found to be affected during interior evaluation. The exact root cause of broken components could not be determined from the results of evaluation. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of seven medwatches being submitted as seven devices were involved in this event. See also medwatch 2210968-2012-06678, 2210968-2012-06680, 2210968-2012-06682, 2210968-2012-06683, 2210968-2012-06684 and 2210968-2012-06685. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.